Event description:
It was reported that the device had a ripped rubber over sensor at the bottom of pump. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of device had a ripped rubber over sensor on bottom of pump confirmed through, visual pvt. Replaced dso seal. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.